Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 3 months. The patient remains ongoing with lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that during a clinic visit on (B)(6) 2018, system controller history interrogation performed by the hospital clinician revealed a low speed advisory alarm and a pump stoppage on (B)(6) 2018. The patient¿s vad system was connected to a mobile power unit (mpu) at the time of the event. The patient recalled hearing a brief alarm during this event and was reported to be asymptomatic. No further events were observed since that date. There was no visible damage to the external percutaneous lead (driveline). The customer was concerned there may be a short to shield issue. The manufacturer's technical service representative reviewed the submitted log file which contained data from 09feb2018 through (B)(6) 2018 and confirmed the reported pump stoppage on (B)(6) 2018 that occurred while the vad was connected to the mpu. The customer was informed that the pump stoppage could have been caused either by a high current event or short to shield. X-ray images of the driveline submitted for review were unremarkable. No additional information was provided.

Manufacturer narrative:
Additional information: no further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information: on 07may2018, it was reported that the patient has not had any further alarms or pump stoppages since being on the ungrounded patient cable and batteries only. Xray of the driveline was unremarkable. The patient was upgraded to status 1a for cardiac transplant due to lvad complication and the customer planned to keep the patient on an ungrounded circuit until transplant, and would only perform a pump exchange if there were alarms or pump stoppages on the ungrounded circuit.